Event description:
It was reported that the pump experienced a malfunction. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus using the pump was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer reverted to multiple daily injections (mdi) for insulin therapy.